Event description:
Discordant progesterone results were obtained on multiple patient samples on an advia centaur xp instrument. The initial results were reported to the physician(s). The samples were repeated on the same system. The corrected results were reported to the physician(s). There are no known reports of adverse health consequences or patient intervention due to the discordant progesterone results.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse determined that the aspirate 1 valve malfunctioned. The cse replaced the aspirate 1 valve and successfully ran quality controls. The cause of the discordant progesterone results is due to the aspirate 1 valve malfunction. The customer successfully recalibrated the progesterone assay. The instrument is performing within specifications. Further evaluation of the device is not required.